Manufacturer narrative:
Citation: re´da belhaj soulami, md, article title: computer-assisted transcatheter heart valve implantation in valve-in-valve procedures innovations 2016 11(3):193-200 10.1097/imi.0000000000000259 earliest date of publish used for event date. No unique device identifier (serial numbers) were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature to evaluate the feasibility of computer guidance in transcatheter heart valve (thv) im plantation during valve-in-valve procedures for the treatment of degenerated bioprosthetic heart valves all data were collected from a single center between january 2014 and october 2014. The study population included 9 patients, one where the valve-in-valve was implanted into a medtronic mosaic (serial number not provided) for regurgitation. Among all patients no adverse events after the valve-in-valve implant in the corevalve were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.